Event description:
It was reported that, during an adjustment of an implantable neurostimulator (ins) one day prior to the report, which had been im planted previously, an event "which was thought to be the initialization" was observed. When the telemetry with a clinician programmer was attempted in order to measure the impedance, an alert/warning screen was displayed on the screen and the measurement failed. The measurement button was pressed again, but it failed, too. On the third try, the alert differed from the first time, the physician pressed the continue button and "the initial telemetry screen was displayed again." After that, the impedance was measured but electrode settings , pulse width, and frequency had been changed to: electrodes used: 1-,3-; output voltage: 0.0 v; pulse width: 210's; frequency: 30 hz. The initial settings were restored by referring to reports kept by the physician, and the adjustment was completed successfully. It was later reported that it was a periodical visit. It was also stated that at the second communication attempt the electrode impedance could be measured, but, the result did not display. A warning screen displayed. This was because the output already reached 0 v. The patient was receiving effective therapy after changing parameters to original ones.

Manufacturer narrative:
(B)(4).